Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.

Event description:
It was reported that during a surgical procedure on the knee that the blade broke at the mount. It was also reported that the broken pieces were retrieve. It was further reported that there were no adverse consequences and no delays as a result of this event. It was also reported another blade was readily available to complete the procedure.